Manufacturer narrative:
UPDATE DATA: H6. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Manufacturer narrative:
IMAGE REVIEW: FOURTEEN STATIC IMAGES AND INTRAPROCEDURAL FLUOROSCOPIC IMAGES WERE PROVIDED FOR REVIEW. FLUOROSCOPIC VALVE LOAD INSPECTION WAS NOT PERFORMED THUS IT IS NOT POSSIBLE TO VALIDATE A GOOD LOAD. A PRE BALLOON AORTIC VALVULOPLASTY WAS PERFORMED PRIOR TO THE VALVE IMPLANT. THE VALVE WAS DEPLOYED JUST PRIOR TO THE POINT OF NO RECAPTURE AND DEPTH ASSESSMENT WAS PERFORMED. VALVE DEPTH APPEARED TO BE APPROXIMATELY 0MM ON THE NON-CORONARY CUSP (NCC) IN THE CUSP OVERLAP VIEW AND APPEARED TO BE SLIGHTLY UNDER EXPANDED. DEPTH ASSESSMENT IN THE LAO VIEW WAS NOT PERFORMED THEREFORE DEPTH ON THE LEFT CORONARY CUSP (LCC) IS UNKNOWN. DEPTH ASSESSMENT AT THE NCC IS PERFORMED IN A CUSP OVERLAP VIEW, AND IF ACCEPTABLE, NEXT STEP IS TO MOVE TO THE 3-CUSP COPLANAR VIEW AND REMOVE PARALLAX FROM THE INFLOW PORTION OF THE VALVE (ROLL LAO NO GREATER THAN 25°) TO VERIFY DEPTH AT THE LCC. THE VALVE MAY BE RELEASED ONCE THESE S TEPS ARE COMPLETED. FURTHERMORE, THE RECOMMENDED TARGET DEPTH IS 3 MM RELATIVE TO THE VALVE ANNULUS. IF THE IMPLANT DEPTH IS 1 MM OR >5 MM, CONSIDER RECAPTURE. FURTHERMORE, IF A VALVE IS UNDER-EXPANDED: REMOVE SYSTEM, PERFORM PRE-DILATATION, AND IMPLANT NEW VALVE WITH NEW DELIVERY SYSTEM. IN THIS CASE, RECAPTURE WAS WARRANTED DUE TO SHALLOW DEPTH AND UNDER EXPANSION. HOWEVER, THE VALVE WAS RELEASED BUT REMAINED STABLE IN THE ANNULUS. A POST IMPLANT DILATATION WAS PERFORMED DURING WHICH THE VALVE DISLODGED AORTIC. THE VALVE WAS SNARED TO A HIGHER POSITION IN THE ASCENDING AORTA WITH EVIDENCE OF RESIDUAL MATERIAL SURROUNDING THE INFLOW OF THE VALVE WHICH REPORTEDLY WAS PART OF THE SNARE THAT REMAINED STUCK TO THE INFLOW. FLUOROSCOPIC VALVE LOAD INSPECTION OF THE SECOND VALVE WAS PERFORMED AND CONFIRMED A GOOD LOAD. THERE IS EVIDENCE THAT THE SECOND DELIVERY CATHETER SYSTEM WAS INTRODUCED INTO THE BODY AND WAS REMOVED TO REPOSITION THE GUIDEWIRE AND REINTRODUCED. AS STATED IN THE INSTRUCTIONS FOR USE, IF A BIOPROSTHESIS AND CATHETER HAVE BEEN REMOVED FROM A PATIENT, DISPOSE OF BOTH THE BIOPROSTHESIS AND CATHETER; DO NOT ATTEMPT TO REUSE EITHER COMPONENT. BOTH THE BIOPROSTHESIS AND CATHETER MUST BE REPLACED WITH NEW STERILE COMPONENTS. THERE IS EVIDENCE THAT THE DISLODGED VALVE MIGRATED FROM ITS POSITION AFTER THE SECOND DELIVERY CATHETER SYSTEM WAS ADVANCED. THE SECOND VALVE WAS IMPLANTED. IT WAS REPORTED THAT AFTER THE SECOND VALVE DEPLOYMENT AND ATTEMPT TO RETRIEVE THE DELIVERY CATHETER SYSTEM FROM THE BODY FAILED, SPECIFICALLY THE NOSE CONE BECAME STUCK IN THE ABDOMINAL AORTA AND FORCED RETRIEVAL CAUSED THE NOSE CONE TO BREAK OFF. NOSE CONE RETRIEVAL AFTER FULL DEPLOYMENT WAS NOT CAPTURED THUS IT IS UNCLEAR WHY THE RESISTANCE OCCURRED THAT CAUSED DAMAGE TO THE DELIVERY CATHETER SYSTEM. ATTEMPTS TO RETRIEVE THE DETACHED NOSE CONE FAILED AND WAS LEFT IN THE BODY. A SUBSEQUENT PERIPHERAL ANGIOGRAM SHOWS EVIDENCE OF A DISSECTION IN THE ABDOMINAL AORTA EXTENDING TO THE RIGHT ILIOFEMORAL ARTERIES. FINAL AORTOGRAM REVEALS TWO VALVES, EVIDENCE OF A POSSIBLE DISSECTION IN THE ASCENDING AORTA AND THE DETACHED NOSE CONE IN THE THORACIC AORTA. THE RESIDUAL MATERIAL FROM THE SNARE APPEARED TO BE AROUND THE DISLODGED VALVE. IMAGES OF THE DAMAGED DELIVERY CATHETER SYSTEM WERE PROVIDED. THE PATIENT¿S EXECUTIVE SUMMARY WAS PROVIDED FOR ANATOMICAL REVIEW. PATIENT HAD A POSSIBLE BICUSPID AORTIC VALVE WITH AN ANNULUS PERIMETER THAT MEASURED 80.2MM WITH A PERIMETER DERIVED DIAMETER OF 25.5MM SUGGESTING A 29MM EVOLUT. THE RIGHT CORONARY CUSP MEASURED LESS THAN THE RECOMMENDED 29MM, BUT THE SINUSES OF VALSALVA MEAN DIAMETER AVERAGED 30.3MM MEETING THE MINIMUM RECOMMENDED 29MM CRITERIA FOR THE 29MM EVOLUT. THERE WAS NO SIGNIFICANT TORTUOSITY IN THE PATIENT¿S ANATOMY. UPDATED DATA: H6. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Manufacturer narrative:
CONTINUATION OF D10: PRODUCT ID EVPROPLUS-29, (SERIAL: (B)(6) ); PRODUCT TYPE: 0195-HEART VALVES; PRODUCT ID: D-EVPROP23-29, PRODUCT TYPE: 0195-HEART VALVES;PRODUCT ID: GWBC30, (LOT: UNKNOWN); PRODUCT TYPE: GUIDEWIRE; MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT DURING A TAVI IMPLANTATION IN A POTENTIALLY BICUSPID ANATOMY, A PRE-BALLOON DILATION WAS PERFORMED WITH A NON-M EDTRONIC 20 MM BALLOON. THE VALVE WAS IMPLANTED. DURING A POST-BALLOON DILATION USING A NON-MEDTRONIC 24 MM BALLOON, THE VALVE DISLODGED. THE VALVE WAS RETRIEVED INTO THE ASCENDING AORTA USING A SNARE, WHICH BECAME CAUGHT AT THE INFLOW STRUTS. A SECOND VALVE WAS D EPLOYED AT THE ANNULAR LEVEL. DURING RETRIEVAL OF THE CATHETER AFTER THE SECOND VALVE IMPLANTATION, IT BECAME STUCK AT THE ABDOMINAL AORTA, WITH THE GUIDEWIRE UNABLE TO ADVANCE OR RETRACT. FORCED RETRIEVAL LED TO CATHETER DAMAGE AND FRAGMENTATION, LEAVING THE NOSE CONE AND AN ATTACHED TUBE SEGMENT IN THE AORTA. MULTIPLE ATTEMPTS TO CAPTURE THE NOSE CONE WITH A SNARE WERE UNSUCCESSFUL. AFTER NEARLY 7 HOURS OF INTERVENTION, THE FEMORAL ACCESS SITE WAS CLOSED. THE SNARE, WHICH WAS TRAPPED AND ATTACHED TO THE FIRST VALVE, WAS CUT AND RETRACTED TO THE LEVEL OF THE AORTA, LEAVING THE NOSE CONE IN THE THORACIC AORTA. A FUTURE ATTEMPT TO RETRIEVE IT WILL BE CONSIDERED ONCE THE PATIENT IS STABILIZED. ADDITIONAL INFORMATION WAS RECEIVED THAT DURING THE VALVE IMPLANT, A POST IMPLANT BALLOON DILATATION WAS PERFORMED DUE THE AN EXPANSION ISSUE WITH THE VALVE. A CONFIDA GUIDEWIRE WAS USED DURING THE PROCEDURE. A GOOSENECK SNARE WAS USED TO RETRIEVE THE VALVE INTO THE ASCENDING AORTA. THE SECOND VALE WAS IMPLANTED AT THE ANNULAR LEVEL WITH A SLIGHT EXPANSION ISSUE BUT REMAINED FUNCTIONAL.

Manufacturer narrative:
UPDATED DATA: B2, B5, H1, H6. CORRECTED DATA: D3, D4. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
ADDITIONAL INFORMATION WAS RECEIVED THAT THE PATIENT PASSED AWAY 3 DAYS FOLLOWING THE PROCEDURE. NO ADDITIONAL INTERVENTION OR RETRIEVAL PROCEDURE WAS PERFORMED; THEREFORE, THE NOSE CONE WAS NOT RETRIEVED.

Event description:
It was reported that during a TAVI implantation in a potentially bicuspid anatomy, a pre-balloon dilation was performed with a non-M edtronic 20 mm balloon. The valve was implanted. During a post-balloon dilation using a non-Medtronic 24 mm balloon, the valve dislodged. The valve was retrieved into the ascending aorta using a snare, which became caught at the inflow struts. A second valve was d eployed at the annular level. During retrieval of the catheter after the second valve implantation, it became stuck at the abdominal aorta, with the guidewire unable to advance or retract. Forced retrieval led to catheter damage and fragmentation, leaving the nose cone and an attached tube segment in the aorta. Multiple attempts to capture the nose cone with a snare were unsuccessful. After nearly 7 hours of intervention, the femoral access site was closed. The snare, which was trapped and attached to the first valve, was cut and retracted to the level of the aorta, leaving the nose cone in the thoracic aorta. A future attempt to retrieve it will be considered once the patient is stabilized. Additional information was received that during the valve implant, a post implant balloon dilatation was performed due the an expansion issue with the valve. A Confida guidewire was used during the procedure. A Gooseneck snare was used to retrieve the valve into the ascending aorta. The second valve was implanted at the annular level with a slight expansion issue but remained functional. Additional information was received that first valve was snared into the ascending aorta and remained implanted. The Confida guidewire was used, however difficulty advancing the new delivery catheter system (DCS) through the first valve was encountered and the guidewire was switched to a stiffer guidewire. During retrieved of the second DCS, it was retracted into the descending aorta after the valve implant and closed. When attempting to pull the DCS, it became stuck with the inline sheath within the patient and the capsule was at the level of the aorta. The DCS was unable to slide over the guidewire and the guidewire was unable to advance through the DCS. A computed tomography (CT) scan was performed and did not show the nose cone or guidewire getting caught as the snare that had been introduced through the left femoral artery was still passing through the aorta. Additional information was received that the patient passed away 3 days following the procedure. No additional intervention or retrieval procedure was performed; therefore, the nose cone was not retrieved. Additional information was received to report, the dissections noted during Medtronic's review of procedural images occurred after the second DCS was advanced. Per the physician, the cause of the dissections was unknown, but the guidewire was a likely cause "when "[the implant team]" assess the 2nd DCS". The physician indicated neither of the Medtronic valves nor the DCS contributed to the patient's death. No intervention was performed to treat the dissections. The physician also reported there was "no specific cause of death."

Manufacturer narrative:
Updated data: B5. A fifth paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
UPDATED DATA: B5. CORRECTED DATA: D4. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
ADDITIONAL INFORMATION WAS RECEIVED THAT FIRST VALVE WAS SNARED INTO THE ASCENDING AORTA AND REMAINED IMPLANTED. THE CONFIDA GUIDEWIRE WAS USED, HOWEVER DIFFICULTY ADVANCING THE NEW DELIVERY CATHETER SYSTEM (DCS) THROUGH THE FIRST VALVE WAS ENCOUNTERED AND THE GUIDEWIRE WAS SWITCHED TO A STIFFER GUIDEWIRE. DURING RETRIEVED OF THE SECOND DCS, IT WAS RETRACTED INTO THE DESCENDING AORTA AFTER THE VALVE IMPLANT AND CLOSED. WHEN ATTEMPTING TO PULL THE DCS, IT BECAME STUCK WITH THE INLINE SHEATH WITHIN THE PATIENT AND THE CAPSULE WAS AT THE LEVEL OF THE AORTA. THE DCS WAS UNABLE TO SLIDE OVER THE GUIDEWIRE AND THE GUIDEWIRE WAS UNABLE TO ADVANCE THROUGH THE DCS. A COMPUTED TOMOGRAPHY (CT) SCAN WAS PERFORMED AND DID NOT SHOW THE NOSE CONE OR GUIDEWIRE GETTING CAUGHT AS THE SNARE THAT HAD BEEN INTRODUCED THROUGH THE LEFT FEMORAL ARTERY WAS STILL PASSING THROUGH THE AORTA.